Event description:
Customer reported a cartridge alarm 20 that occurred during the pump load process. There was no adverse impact to the customer's blood glucose level. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy and will receive a replacement pump with updated software from technical support. Instructions were provided on returning the problematic pump and transferring settings to the new device.